Event description:
Complaint states that while working second shift that she smelled something burning. Unable to determine where it was coming from. She notified her team leader who discovered smoke coming from around where the vacuum breaker is on top of the unit. Randy then pulled the fire alarm and the internal engineering dept came on the scene and disconnected the unit and removed it to the module.

Manufacturer narrative:
Steris evaluated the returned unit and found that wire insulation and the lower limit switch lid of the main wire harness were burned. The wires most impacted appear to be those involving or nearest to the lower limit switch lid. Certain wire connectors (a/k/a/ "butt splices") in this area could get wet during removal of the instrument tray from the tank. When wet, the butt splices can heat-up over time potentially causing a breakdown in the insulation and, eventually, increased heat near the limit switch.